Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified ventriculoatrial shunt. A 5.00mm x 2.0cm x 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated up to 6atm at first inflation. However, it was noted that the balloon ruptured. The balloon was removed without problem from the patient's body with the usual method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.